Event description:
During resuscitation effort using the autopulse nxt platform (sn (B)(6), the device initially functioned as expected. It unexpectedly stopped providing compressions without any user input. At the time of each failure, there was no warning indicators, audible alarms, or fault signs/lights displayed on the unit. The battery indicator showed a full charge. When the device stopped compressing, attempts were made to resume operation using the stop/resume button, but the unit was unresponsive. We performed troubleshooting measures during the incident, including power cycling the unit by turning the unit off and back on, replacing the battery with a different battery, and restarting the device. After each reset, the autopulse would resume normal operation. However, it would again cease compression approximately 1 to 2 minutes later. This malfunction occurred a total of 3 times during the event. No additional information was provided. Patient's status information was requested but the customer did not provide a response. Fault code 1290 was observed in the log file, three times.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The complaint that the autopulse nxt platform (sn (B)(6) stopped compressions without user input was confirmed based on the archive review but not during functional testing. According to the archive, fault code 1290 (fault_analog_motor_over_temp) messages were observed on the event date. The high-temperature limit may have been reached because the platform required additional energy to deliver compressions, possibly due to patient characteristics such as larger body size. This increased energy demand could have led to elevated motor heat, ultimately exceeding the thermal limit. Additionally, the vents were partially blocked. However, during testing, the platform performed as intended without faults or errors. Based on the archive log review, the platform was used for a 12-minute treatment session (972 compressions) on the event date. The compressions were delivered to a medium stiffness patient. Alert 120 indicated that the motor temperature rose to 100°c, but the platform continued compressing until the motor reached 110°c, which triggered a warning and halted the compression, causing the yellow alert triangle indicator to illuminate. After a few seconds, the user powered on the platform and attempted to use it again. It stopped two additional times due to fault 1290 within less than a minute of compression time, confirming the reported complaint. The high-temperature limit may have been reached because the platform required additional energy to deliver compressions, possibly due to patient characteristics such as larger body size. This increased energy demand could have led to elevated motor heat, ultimately exceeding the thermal limit. Additionally, the vents were partially blocked, which caused the run time to be 12 minutes. The autopulse nxt platform passed the preliminary functional test without any fault or error. The platform was tested using the service large resuscitation test fixture (lrtf) until the battery was completely discharged, with no faults or errors detected. After a 10-minute cooling period, the platform was tested again using the service lrtf and ran for another 24 minutes. The autopulse platform functioned appropriately and performed as intended. The customer reported complaint was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.